Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that two final tighteners were used. The expedium torque handle was used with the viper 2 torque driver and the verse tightener was used with the torque limiting handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Catalog and unique identifier( UDI). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while using the expedium verse we performed at 2 level tlif. Everything was going as planned until we are about to final tighten. As we final tighten we hear a weird click that is not the usual torque limiting click. We used the correction key locking caps. The set screw is spinning freely at this point with the cap attached and fully seated in the drive mechanism. As we back the screw out metal shards are coming off the screw tulip. This happens multiple times and wasted 6 screws and countless locking caps. There was a 60-minute surgical delay, the procedure was successfully completed. There was no patient harm/consequence. Concomitant device reported: concomitant device reported: unknown final tightener (part#: unknown, lot#: unknown, quantity unknown). Unknown rod (part#: unknown, lot#: unknown, quantity unknown). This complaint involves twenty (20) devices. This is report 1 of 1 for (B)(4).